Manufacturer narrative:
The information in this report was provided by a foreign solicitor regarding a legal claim. The catalog number and lot code information was not provided. The device was reported as an unknown accolade stem. Additionally, it was noted that the accolade stem was implanted with unknown mitch cup (manufactured by depuy). It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The solicitor reported that a male patient underwent a revision procedure on (B)(6) 2012. The solicitor reported that the revision was performed due to alleged adverse metal reaction. The solicitor reported that the patient was implanted with a mitch / accolade combination.